Event description:
End user reported developing a small ulcer, around his stoma, on the left side approximately 1/4 inch round. The end user went on to state it is open red skin with a little bit of drainage.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he cleanses skin with goats' milk hand soap, shaves his abdomen, rinses it and then applies his barrier. The end user was re-educated on proper skin care routine. No additional pt/event details have been provided to dae. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.